Event description:
Reporter stated that pt's blood glucose was measured, using the accu-chek compact system, with results of 7.2 mmol/l, 8.7 mmol/l, 10.4 mmol/l, and 5.4 mmol/l. All values were reportedly obtained within 2 minutes. Reporter noted that pt's therapy was not modified based on these results. No adverse event associated with the alleged malfunction was reported. The suspect product was not returned to the MFR for evaluation.

Manufacturer narrative:
The event occurred in (B) (6).